Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system implant procedure, the physician created a small dissection while pushing forward the balloon catheter. Once the left ventricular lead had been positioned, the patients oxygen saturation dropped. The physician attempted to provide oxygen to the patient with a ventilator bag but had to intubate him. The physician suspected a tamponade had occurred and an ultrasound of the heart was performed; no tamponade was confirmed. The patient went into cardiac arrest and resuscitation efforts were performed; after fifteen minutes the patients heart beat was restored. The patient was transferred to the intensive care unit where the patient deceased. No additional information was available at this time.